Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hypotube detached and the hydrophilic coating came off. The target lesion was located in the right hepatic lobe. A 180x 25cm fathom¿ -16 was selected for use. During procedure, when advancing the fathom guidewire into a tortuous anatomy was advanced to gain access on the target lesion the hypotube became separated from the mandrel of the wire itself. The detached fragment was not retrieved. Also, a lot of hydrophilic coating came off of the wire when manually manipulated. The procedure was completed with another of the same device. No further patient complications were reported.